Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient was reprogrammed again on (B)(6) 2014 and was receiving effective therapy. The patient was doing well.

Event description:
The patient felt stimulation in the foot but needed it in the knee area. The ins was over-discharged and reprogramming was planned once the patient was out of over-discharge. The patient has not recharged for over a year now. It could be longer than a year. A physician mode recharge (pmr) was currently being done. The patient may need a lead revision. It was reported five days later that the patient was referred to a neurosurgeon for a consult to discuss doing a lead revision and possible battery change because the battery has been over discharged twice. It was confirmed that the patient had a revision and replacement done on (B)(6) 2014. The percutaneous lead was removed and a surgical paddle lead was implanted. A new battery was implanted as the patient had sent his battery into over-discharge state multiple times and the physician was not certain it would still work. The ins was checked in the or and coverage seemed to be good. It has not been turned on yet so it was not known exactly how the patient was doing. The ins was going to be turned on in about a week. Additional information has been requested.